Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the blade broken off and not returned. The remaining portion of blade was discolored (blue) due to heat generated from contact between the blade and tissue pad. Also it is probable that the noise heard was due to the blade cracking. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for unexpected noise was heard and the scalpel could not pass the pre-run test. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of an error code 5 is blade damage. The device will stop activating and display an error code 5, when the blade becomes damaged. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure.

Event description:
It was reported that before an unknown procedure, there was an unexpected noise was heard and the scalpel could not pass the pre-run test. Another like device was used to complete the procedure. There were no adverse consequences for the patient.